Manufacturer narrative:
Device evaluated by manufacturer: returned device consisted of a truseal device. The device was bloody. Analysis of the hub/valve, tip, and sheath included microscopic and visual inspection. Inspection revealed the sheath was partially separated within the strain relief (60mm from the proximal end of the hub). The separated sheath fracture faces were slightly jagged and some of the braided wires were also fractured. Inspection of the rest of the device found no other damage or defects. The device was functionally tested by attaching a syringe (filled with water) to the hub of the device. Positive and negative pressure was applied with the valve in the open position, and water easily flowed through the valve. The reported hub/sheath crack was confirmed.

Event description:
It was reported a hub crack occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was prepared and inserted into the patient. Upon maneuvering the pigtail catheter and was into the laa, the physician was applying counterclockwise torque and the hub of the was cracked open. A new was prepared and exchanged for the damaged one. A 27mm watchman flx laa closure device was then successfully implanted. There were no patient complications and the patient was discharged from the hospital.

Event description:
It was reported a hub crack occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was prepared and inserted into the patient. Upon maneuvering the pigtail catheter and was into the laa, the physician was applying counterclockwise torque and the hub of the was cracked open. A new was was prepared and exchanged for the damaged one. A 27mm watchman flx laa closure device was then successfully implanted. There were no patient complications and the patient was discharged from the hospital.